Event description:
New information reported that the lead continued to exhibit low impedance. No patient symptoms were reported. The lead was programmed off on (B)(6) 2015.

Event description:
It was reported that the patient was seen in clinic after receiving a vibratory alert regarding low atrial lead impedance. Interrogation showed a single out of range impedance measurement. Automated mode switch episodes due to noise were also noted. No patient symptoms were reported. Device reprogramming was performed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.